Manufacturer narrative:
H3: analysis of (B)(6) (serial # (B)(6)) was analyzed and passed all functional testing. Let 978b128 (lot# va30t40) was analyzed and the outer insulation of the lead was twisted. Analysis identified that the 0 and 1 conductors were broken in the distal end of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they found out on the day of the replacement surgery that the replacement was due to non therapeutic for symptoms. All they knew was that therapy was lost.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2026-03-04 10:47:01 cst pli# 10 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128 lot# va30t40 implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was scheduled for a replacement on (B)(6) 2026. Once the pocket was opened it was observed that the lead was twisted on itself, the lead had migrated and once the doctor removed the lead it was noted with x-ray that there was part of the lead that had fractured and was left in the body. The doctor then removed the fragment and all was removed. On (B)(6) 2026, the patient called in and mentioned a historical event: they had one stimulator not working and had it replaced.